Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. According to the surgeon, the likely cause of the event was due to capsular contraction. The intraocular lens is implanted. (B)(4).

Event description:
Upon receiving additional info on (B)(6) 2010, bausch and lomb has determined that this complaint represents a reportable event. The surgeon reports performing bilateral cataract surgery with implantation of the crystalens intraocular lens. This report is for the left eye. Approx three months postoperatively, the surgeon noted capsular contraction and lens vaulting posteriorly decreasing visual acuity. A yag capsulotomy was performed but visual acuity did not improve. The pt has decided to use prescription glasses and declined the surgeon's recommendation of lasik enhancement. Preoperatively, the pt's bcva of the left eye was 20/20 with mr +2.50. Postoperatively, after intervention, the pt's bcdva of the left eye is 20/20/ with mr +2.75. Reference MDR: 2031924-2011-00028.